Event description:
Two small puncture holes on both sides of the bag compromised the bag during the compounding of a tpn. Cause of defect is unknown though previous problems have been reported by pharmacy technician. Containers of same lot# appear to be intact.